Manufacturer narrative:
The technician found that the right head side rail center arm assembly was cracked and the d pin was missing. The technician stated that the center arm was struck with an object. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Make sure the head and intermediate side rails are not bent or twisted. Make sure the side rails lock correctly in the high position and you hear the latch click. Gently pull on each side rail to make sure it latched correctly. If the side rail is difficult to latch, make sure the latch components are clean and look for obstructions. Release each side rail from the up position, and let it fall freely. The side rail should lower slowly and smoothly. Remove the center arm cover, and examined the cable routine for pinching, binding, or damage. Make sure the latch mechanism of each side rail is in good condition. Remove the side rail cover, and make sure the mounting screws are fully installed. Make sure all functions on the caregiver control work correctly. Repair or replace the side rails as necessary. A search of the hill-rom maintenance records showed hill-rom performed annual preventative maintenance on this bed from 2009, 2010, 2012 and 2014. It is unk if the facility performs any other preventative maintenance on this bed. The technician replaced the right head side rail center arm assembly and d pin to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the right head side rail center arm is broken and the side rail will not latch. There was no pt/user injury reported. (B)(4).